Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's ins was explanted yesterday because of an infection. The doctor said the ins was connected to globus pallidus (gpi) leads for dystonia. The doctor noted another ins was implanted in 2015 and connected to leads in the subthalamic nucleus (stn). The doctor said the other ins was never activated but they are going to turn the ins on at this time.